Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had experienced a travel coarse error during testing" was confirmed in the event log. Unable to duplicate the travel coarse error during investigation with plunger travel, occlusion, and flow accuracy testing. Probable cause due to normal wear and aging of drivetrain parts. Repaired by replacing the leadscrew, coupler, clutches, and worm gear. Additional findings included damage to top case, plunger left, and plunger right case. Probable cause due to material aging and normal wear. Repaired by replacing the top case, plunger left, and plunger right case. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had experienced a travel coarse error during testing¿; during device evaluation it was found the event was confirmed in the event log, due to normal wear of drivetrain.